Manufacturer narrative:
The available information does not indicate abnormalities during preparation or manufacturing deviations. Based on this assessment, the observed deficiency appears to be isolated and related to handling or procedural variability during the preparation process. As the device is not yet available, it is not possible to conclude more precisely on the root cause of this complaint. Based on the information provided, the risk assessment for the lucia product, and based on our experience, we have determined that the following factors may have caused or contributed to the reported device deficiency but are not limited to: incomplete or improper loading of the device: during the loading process, the device requires a tactile "click" to confirm proper advancement into the correct position. The absence of this "click" suggests that the device may not have been fully seated or aligned within the cartridge. Misalignment or incomplete advancement could prevent the device from functioning as intended during preparation. Potential insufficient ovd application: while the site indicates that ovd was applied during preparation, it is critical to ensure that a generous amount of ovd is applied to both the lens and the cartridge. If ovd is inadequately or unevenly applied, it may result in increased friction during the advancement process, leading to incomplete positioning of the device and preventing the tactile "click." Variability in handling or technique: variability in the surgical technician's handling technique during device preparation could have contributed to the reported deficiency. For instance, if the plunger was not advanced smoothly or at the correct angle, it could lead to incomplete advancement of the device, resulting in the absence of the tactile "click" and subsequent device malfunction. Dwell time or delayed injection: although the device was not used and the issue occurred during preparation, prolonged dwell times in intermediate positions could theoretically impact device performance. If the lens is advanced into the conical section but not immediately injected, the viscoelastic materials may lose their lubricity, potentially exacerbating any issues during device advancement.

Event description:
It was reported that the CT lucia lens had a loading issue and a broken haptic. The lens had to be cut out. Yamane technique was not used. No patient harm or injury was reported. No additional information was provided.